Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 450 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a malfunction alarm occurred. Additional information was not provided. Tandem technical support attempted to follow up with the customer to obtain additional information, however, a response was not received.